Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was blue screening repeatedly following the upgrade to version 1.8. A field service engineer (fse) identified a blue screen error at startup indicating a failed hard drive. Multiple reimage attempts were performed, including using different flash drives, applying pas reimage, and replacing the hard drive; however, the station would not reimage successfully. The station was planned to be relocated so the fse could return to replace all in one unit and docking board and attempt a new reimage. Later, fse applied pas reimage and was successful. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station had blue screen and customer stated that station had repeated issues after upgrading to version v1.8. However, there were no delays or adverse events or injuries reported based on this event.